Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-30, information was received from a consumer and a healthcare provider (hcp) regarding a (B)(6), female patient who was receiving dilaudid and other unknown drugs (doses and concentrations unknown) via an implantable pump for spinal pain. Since the pump was implanted on (B)(6) 2008, the patient had not had pain coverage from the pump therapy. The patient reported the drugs had been changed a couple of times. The pump was replaced due to "the issues of it not working" and that it had been on the left side (the patient's pain was on the right side). It was later reported by the hcp that they had noidea what was going on as they had not heard from the patient. Additional information has been requested regarding the drug information, clarification of the pump replacement due to issues of it not working (was there a device issue, therapy issue or procedure issue, ect), troubleshooting and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.